Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
The facility reports, while in the sling, the pt dropped about 1-2 feet to the floor as the ceiling lift strap went down. No injuries were reported. The date of event is unk at this time. If the information becomes available, it will be noted in a supplemental report. (B)(4).